Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No capas were identified in veeva. There were no complaint trends identified. There was a nc identified as associated with this lot (nc-002922). Upon review, the issue identifed in the nc would not be related to the issue reported in this complaint. Devices met specification prior to release.

Event description:
According to the available information the static side was placed successfully but when the physician pulled back on the sling to position the obturator membrane, the mesh pulled away from the static anchor. A new device was implanted successfully.